Event description:
It was reported that during the first deployment attempt of a transcatheter valve, at a depth of 3 mm on the non-coronary cusp and 10 mm on the left coronary cusp, complete heart block (chb) occurred. A second and third deployment attempt were performed to resolve the chb and the valve was implanted; however, the chb continued following the implant of the valve. Subsequently, a permanent pacemaker was implanted two days after the valve implant.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-34, serial/lot #: (B)(6), ubd: 23-apr-2027, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.